Event description:
A patient reported that the touchscreen on their device was becoming nonresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.